Event description:
It was reported that during an interventional procedure in a 99% stenosed, heavily tortuous, heavily calcified, concentric, de novo lesion in the right posterior descending artery, the nc trek rx 2.75 x 15 device was prepared outside the patient anatomy and was soaked in sterile heparinized normal saline to activate the coating. The nc trek was advanced to the lesion with slight resistance noted. The device ruptured on first inflation at 8-10 atmospheres. The device was removed from the patient anatomy without resistance. There was no reported clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: neos route, rota floppy. Guide cath: profit jr4. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.